Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the as received valve. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: it was noted that the proximal connector and needle base guard were missing. The valve was hydrated for 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve could not be flushed, leak tested or pressure tested due to the missing connector and needle base. The catheter was irrigated, no occlusions were noted. The valve was reflux tested, the valve passed. The valve was dried. The silicone at the needle base was inspected trace of glue were noted. The connector is molded into the silicone housing, the visual inspection of the housing shows that the connector was molded correctly in the housing. In additional a DHR review show that no parts were rejected after the pull test and no leaks were noted with the leak test. Review of the history device records confirmed the valve product code 82-3844 with lot ckmcn0, conformed to the specifications when released to stock in 20th november 2009. The root cause for the needle guard dislodgement could be due to atypical force when a sample was taken with too much pressure on the needle guard, this however could not be determined. The root cause for the connector dislodgement could be due to rough handling during ex-plantation / implementation, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt due to snph to the patient on 2000 at other hospital. The patient initial is (B)(6) and (B)(6) female. On 2011, the device was implanted due to system dysfunction at the same hospital. On (B)(6) 2011, the pressure setting was changed from 100mmh20 to 70mmh2o. On (B)(6) 2016, the patient condition was unfavorable. She was immediately hospitalized on (B)(6) 2016. The surgeon removed this device and found the needle guard and integral connecter parts were come off from the valve on (B)(6) 2016. The surgeon completed to remove cerebral ventricle catheter but the needle guard and integral connector parts were not found. On (B)(6), integral connector parts was found the near the valve 82-3844 by CT scan but the needle guard was not able find . There is no plan to remove integral connecter. The patient's condition has improved. No further information was provided by hospital. Patient information: patient had avm and sah.